Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel and anatomy morphology is unknown. It was reported that intra-operatively, the physician unintentionally deployed the distal part of the bifurcated stent graft partially occluding the right internal iliac artery. The physician pushed the bifurcated stent graft up with a balloon catheter. The bifurcated stent graft successfully moved proximally and blood flow was restored to the right internal iliac artery. The physician stated this event was not related to the device. It was related to the procedure. The physician stated the procedure planning was not appropriate and it was the cause of the event. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (inaccurate delivery). (User related; poor procedural planning). Conclusion: operational context contributed to event (user related; poor procedural planning).